Event description:
It was reported that the patient underwent a three level anterior cervical fusion. During routine follow up it was found that the bone screw had backed out of the plate. The patient underwent revision surgery to have the bone screw replaced. While unlocking the locking mechanism on the plate the plate fell apart. The plate was removed and replaced along with the bone screws. No additional patient complications were reported.

Manufacturer narrative:
The plate was returned for evaluation. Visually confirmed locking cap broken off of plate; returned locking cap breakage appears consistent with sample over tightened locking caps. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation, however films were supplied for review. Two lateral x-rays of plate at c3-c4-c5-c6 with vertebral body replacements. One film is taken with fluoroscopy interoperatively. The second films shows back out of one of the c6 screws. Both films show the plate 3-4 mm proud (ventral) to c6 body and not seated.